Event description:
Pt was implanted with dual-opening uss construct with t-plif spacer on (B)(6) 2012. X-rays taken during follow-up visit showed t-plif spacer had migrated out of the space. Pt was returned to operating room on (B)(6) 2012, for revision surgery. Surgeon removed the screws at s1, replaced the spacer with raycage, and replaced the screws at s1 with larger diameter screws. This is 14 of 14 reports for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.